Manufacturer narrative:
It was reported during a procedure surgeon was inserting three matrix neuro screws and the screw heads broke off the shaft. It was noted the bone was pre-drilled with a c1 bit. Surgeon did complete the procedure by inserting the remaining screws by hand. Surgeon did not remove the shafts of the three screws and the shafts remain in the pt's bone. This is one of three reports for this complaint.

Event description:
It was reported during a procedure, surgeon was inserting three matrix neuro screws and the screw heads broke off the shaft. It was noted the bone was pre-drilled with a c1 bit. Surgeon did complete the procedure by inserting the remaining screws by hand. Surgeon did not remove the shafts of the three screws and the shafts remain in the pt's bone. This is three of three reports for this complaint.